Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication with the ipg using multiple external devices after having experienced a fall. The patient currently does not have stimulation. Follow-up identified the patient underwent surgical intervention to explant the ipg. Sjm was unaware of the explant procedure. Concomitant devices are unknown at this time.